Event description:
It was reported that the right ventricular (rv) lead had rising to high thresholds and rising impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.